Manufacturer narrative:
Radiographs were not received and the implant remains in-situ. No further investigation can be completed at this time. Root cause has not been determined, no conclusion can be drawn. Warning cautions and precautions "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra and neurological, vascular or visceral injury." "Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Device remains in-situ.

Event description:
In (B)(6) 2015, a (B)(6) female patient received an implant at l3 - s1 with a tlif at l4-5. Surgeon reported that radiographs showed both screws snapped at s1. The left screw fractured between the tulip and screw head and the right screw fractured approximately halfway down the shank. Surgeon has elected to monitor the patient's condition. Devices remains in-situ. No revision surgery is scheduled at this time.